Manufacturer narrative:
Retainer ring=black. The pump was returned for history pointers failed. The history pointers are corrupted and post-reset ram crc alarms found on (B)(6) 2021. Intermittent button response noted after battery installation. Unable to perform self test and displacement test due to keypad anomaly. Unable to verify post-reset ram crc alarm and history pointers failed due to failed download attempt using thump from keypad anomaly. Pump was cut open and moisture damage noted in the pcba 1/pcba 2/motor]. P-cap / reservoir locks properly into place. The following were noted duing visual inspection: scratched case, pillowing keypad overlay, and moisture damage in battery tube. Intermittent button response due to moisture damage on pcba 1 board. Unable to verify pump error 23 and history pointers failed due to failed download attempt using thump as a result of keypad anomaly. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had multiple pump error alarms. The customer stated they were able to clear the alarm and were able to complete the rewind process. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.